Event description:
Additional information was received from the customer. The issue occurred during an unspecified therapeutic procedure while being used withan optical tube. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found flooding of imaging and cable adhesion. A device history review revealed no issues. Based on the results of the investigation, the cable and imaging are likely to have been flooded. The cause of the flooding of the cable and the image sensor could not be determined. A definitive root cause could not be identified. The issue is addressed in the instructions for use (IFU): handling and general precautions caution - do not apply impact to the camera head. There is a risk of damage. - do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. - do not curl the camera cable smaller than 20 cm in diameter. Doing so may result in damage. - when rounding the camera cable, be careful not to twist the cable. Failure to do so may result in damage to the cable. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has "suspected water leakage". There were no reports of patient harm.